Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that at the start of treatment a blood leak occurred. There was notable pink effluent from arterial hansen and the machine alarmed. Blood strips were used and they tested positive. Estimated blood loss was 250 cc's. Pt did not require any medical intervention. Sample is not available; sample was discarded.